Manufacturer narrative:
The device was returned to a third-party service center and evaluation completed with the following findings: during the evaluation of the device at the third-party service center, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. Additional observations include saline and white dust contamination of multiple device components requiring replacement of the components due to contamination. Replacement of components as required by scheduled maintenance was also completed. After replacement of the components affected by contamination, the device passed repair and functional testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, the manufacturer unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.